Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the air bubbles noted in the device during preparation which could result in an air embolism, if used in the patient. It was reported that during device preparation, bubbles were coming up from the mitraclip steerable guide catheter (sgc) handle and were congregating in the top of the hemostatic valve. There was no fluid leaking out from the hemostatic valve. All of the fluid was deliberately evacuated from the sgc and device preparation was performed a second time, but the same result occurred. The device was not used. There was no patient involvement. Another sgc was used to complete the procedure without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed and a cause for the reported leak could not be confirmed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history found no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.